Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2025, the patient experienced a plate fracture following a fall. This adverse event was treated by a revision surgery on (B)(6) 2026, in which the evos 3.5mm lck comp pl 12h 139mm was removed. Current health status of patient is uneventful following the revision surgery.

Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2025, the patient experienced a plate fracture following a fall. This adverse event was treated by a revision surgery on (B)(6) 2026, in which the evos 3.5mm lck comp pl 12h 139mm was removed. Current health status of patient is uneventful following the revision surgery.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: b1, b2, b5, e1. Corrected data: h6: health effect - clinical code. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the undated pre-revision image appears to support the complaint showing a mid-plate fracture of the larger (lateral) plate in the presence of a possible humeral non-union at approximately 2.5 months post-reduction. The screws in the proximal portion of the smaller plate appear to have snapped or dislodged with detachment of the posterior plate end. The attachment of the distal portion of the smaller plate cannot be confirmed in this image. The instructions for use for plating systems addresses fracture of the device in the warnings and in the adverse events. Conditions that preclude cooperation with the rehabilitative program are contraindicated. Adherence to any post-operative instructions is unknown. The current patient status is ¿uneventful following the revision surgery. The fall reportedly resulted in the fractured plate at the location of the previous humeral fracture. The periprosthetic fracture would be anticipated in the presence of previous fracture in unknown state of healing with the plate fracture following the fall approximately 2.5 months post proximal humeral open reduction and internal fixation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing ,the final inspection includes the verification of part configuration per print. Also, per material specification , the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.